Event description:
It was reported the programmer was returned for repair of the broken cord compartment door and the analyzer port. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Cord door is broken. No cover over the analyzer port. System fan is noisy. System errors found in the error log.